Event description:
It was reported the patient's device "didn't work." The patient had received botox injections and she was "not happy at all having to catheterize herself." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).